Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak inside the cycler cassette compartment after completing the treatment. The cassette/tubing set used when the fluid leakage occurred had already been discarded. Per follow up, the patient reported he did not experience any adverse events as a result of this incident.